Event description:
A report was received that during a trial procedure, the patient was experiencing severe pain shooting down the left leg with numbness and weakness when the physician was placing the first needle. The physician decided to abort the trial. The physician thought that he could have nicked a nerve or hit a vessel causing a hematoma. It was stated that it was not a hematoma and it was not determined what caused the numbness. No further information can be obtained.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.